Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced premature battery depletion. The physician wanted to know if the programmed device settings were related to the premature depletion. The cardiac resynchronization therapy defibrillator (crt-d) was removed and replaced. No patient complications have been reported as a result of this event.